Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m118559 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m118559 and test base part number 190-430 / lot m118559 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118559 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported four (4) false negative results with the ID now covid-19 assay. This report represents four (4) of four (4). The customer reported that a patient tested positive (sample/swab type not otherwise specified) for covid-19 on (B)(6) 2020 ((B)(6) diagnostics, diagnostic methodology not otherwise specified). The customer reported a false negative result with a direct flocked nasopharyngeal swab sample on the ID now covid-19 test on (B)(6) 2020. Additional testing with a new direct nasal swab (kit provided swab) generated positive results with the ID now covid-19 assay on (B)(6) 2020. No confirmation testing information was provided. The patient was reported to be symptomatic (right pneumothorax, multifocal airspace disease). Patient treatment and outcome were unknown. Attempts to gain further patient information were unsuccessful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.